Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the no live signal on the monitor in exam room. Fse performed the troubleshooting action and found that the damaged 5v dc dvi (digital visual interface) supply in the mcs suspension. The field engineer stated that the dvi power supply failed due to output voltage was out of tolerance and rj45/dvi receiver power was temporarily switched to live monitor internal power. The fse replaced the faulty power supply. After the replacement of defective part, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It has been reported that there was no live signal on the monitor in examination room. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.